Event description:
Four resolute integrity drug eluting stents were implanted in an ima graft. The entire vessel was diseased. High resistance was felt trying to place a 5th stent distal to the 4th. The stent came off the balloon in the ostial lesion. No abnormality was noted during preparation of resolute device. Information provided confirms force was used during the attempted delivery and the stent got caught on calcium. The stent was not removed and the patient is well.

Manufacturer narrative:
Results: stent dislodgement/failure to deliver stent. Highly diseased vessel. Device or procedural images not provided for review. Conclusion: stent dislodgement/failure to deliver stent. Highly diseased vessel. Device or procedural images not provided for review. (B)(4).